Event description:
It was reported during the pt's permanent procedure to place his scs lead, a csf leak occurred. The physician repaired the dura with surgical sealant. The pt did not display any symptoms. Follow up on (B)(6) 2014 identified the pt has remained asymptomatic.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.